Event description:
Philips received a complaint regarding a v60 ventilator that displayed error code 1127, ¿check vent: ovp circuit failed,¿ during testing. The device was being used by a respiratory therapist (rt) and was not connected to a patient at the time. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer¿s field service engineer (fse) was dispatched to the site, conducted the evaluation, and confirmed the reported issue. Diagnostics determined that the motor controller (mc) printed circuit board assembly (pcba) was defective. The fse replaced the part, and subsequent performance verification testing confirmed that the device met all specifications and was returned to service. The device successfully passed all required performance verification tests in accordance with philips standards. The investigation concluded that no further action is required at this time; however, the complaint file will be reopened if additional information becomes available.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).